Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable failed inspection for wire damage/ delamination. The service error code indicates the power on self-test (post) detected a disconnection in one or more of the therapy cable wires. This is a wiring issue typically related to therapy cable damage. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence. Will continue to trend for future occurrences.

Event description:
Patient reported "device needs service" alert and servic error code. Patient confirmed no twisting damage to the therapy cable. All t/s attempts failed. Wcd role in the event is pending additional medical information and/or pending evaluation of to-be-returned device.